Event description:
It was reported that the patient was symptomatic with chest pain and bradycardia. The patient was hospitalized and right atrial lead dislodgement was confirmed. The lead was explanted and replaced. No additional information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.